Event description:
It was reported that the patient had irritated nerves in her throat while treating. The patient¿s surgery irritated the nerves in her throat. After the surgery the patient had a difficult time swallowing and speaking. A couple weeks later she started spinalpak treatments and the nerves in her throat seemed more irritated. The patient spoke with her multiple sclerosis neurologist, and he suggested she try to pause treatment to see if it helped her throat, which it did. The patient then spoke to her surgeon that prescribed the device and he agreed she should discontinue treating due to the irritated nerves. The patient stated that she and the surgeon know the spinalpak did not cause the irritation, but it is possible it added to the irritation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient had irritated nerves in her throat while treating. The patient¿s surgery irritated the nerves in her throat. After the surgery the patient had a difficult time swallowing and speaking. A couple weeks later she started spinalpak treatments and the nerves in her throat seemed more irritated. The patient spoke with her multiple sclerosis neurologist, and he suggested she try to pause treatment to see if it helped her throat, which it did. The patient then spoke to her surgeon that prescribed the device and he agreed she should discontinue treating due to the irritated nerves. The patient stated that she and the surgeon know the spinalpak did not cause the irritation, but it is possible it added to the irritation.